Event description:
It was reported that the insulin pump excessively alarmed no delivery during basal/bolus/fixed prime. It was also report that due to no delivery, customer is experiencing high blood glucose levels and ketones. Customer's blood glucose reading was 484 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.